Event description:
During the PFA procedure, a cardiac perforation was noted after CT surgery. After inserting the ICE catheter, the physician noted that the patient had a thick, calcified superior limbus (~2.5cm) and ICE imaging of the LA was difficult to see because of it. Transseptal was performed with a BRK needle through an Agilis 13F sheath. During this process, the needle was difficult to visualize in the LA. After taking the needle out and inserting a Volt catheter, a 1 cm effusion was noted. No ablations were performed with the Volt catheter and baseline was not performed yet. The chest was tapped and about 3.5L of blood was tapped and reinfused while preparing for surgery. During CT surgery, a 1cm hole was noted in the LAA. The LAA was sutured and the patient is now stable.